Event description:
It was reported that the device was used during an unknown procedure. It was reported that the diaphragms were splitting allowing the essential gas to escape. There were no further complications to the patient.